Manufacturer narrative:
The implant remains in the patient. There are no plans for revision surgery. The identifying part and lot number for the screw were not provided; therefore, the device history record could not be reviewed. If additional information is provided, a supplemental report will be submitted.

Event description:
Around 3-months postoperatively, a radiograph image revealed a screw backout.